Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from july 9, 2019 - july 11, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which observed evidence of a leak; fluid was identified inside a bag that contained the device. The location of the leak could not be found. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified during photo inspection. The cause of the condition could not be determined; however the most probable cause is a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unknown location. This issue occurred prior to patient use. The set was filled with doxorubicin 40mg, etoposide 200mg, vincristine 1.5mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.